Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they completed the rewind process, however insulin pump still did not working. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had no delivery alarms. Customer reported that the no delivery alarms was resolved by changing complete set. The insulin pump will be returned for analysis.